Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver would not turn on. No additional patient or event information is available. The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot and charge. The receiver download and functional test were unable to be performed as the receiver would not turn on. The receiver was opened and the receiver passed the internal visual inspection. The receiver battery was replaced with a known good battery and the receiver was able to boot and charge. A receiver download was performed with the known good battery and the receiver download contained an 'hwerror:hwbat i2c read failed.' Hardware error and a 'screen error alarm' event within the relevant dates of this investigation. The customer complaint of the receiver not turning on was confirmed. The root cause was determined to be a bad receiver battery. The reported issue of the receiver not turning on is reportable based on the finding of an error icon display.